Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer noted that a portion of one of the jaws broke during the case and fell into the patient cavity. The material was retrieved from the patient. Furthermore, the customer noted that the instrument was sticking during the case and that the device was never cleaned. There was no injury to the patient.